Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing as the keypad was found to be malfunctioning. Service evaluation verified the issue and determined the keypad required replacement to correct this condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the keypad was found to be malfunctioning. No additional information is available.